Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) and shock therapy exhausted for supraventricular tachycardia (svt) and high out of range shock lead (sli) impedance measurements of greater than 145 ohms resulting in a recorded code 1005 indicative of an open circuit condition. The health care professional (hcp) determined that this would be resolved with continuous monitoring. This device remains in service. No adverse patient effects were reported.